Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specification. Similarly, the returned unit was functionally tested and it performed according to specification; the jaws opened and closed without issue. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a biopsy of the colon procedure performed on (B)(6), 2011. According to the complainant, during preparation, it was noted that the jaws of the device could not close completely. However, the device was used to complete the procedure with no issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a biopsy of the colon procedure performed on (B)(6), 2011. According to the complainant, during preparation, it was noted that the jaws of the device could not close completely. However, the device was used to complete the procedure with no issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.